Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, on the last bite of the tissue when closing the vaginal cuff, the surgeon was placing the last stitch and the needle broke in half. The doctor said on the last stitch the thread started to look frayed and the needle felt weaker than at the beginning. As they went to complete the stitch the needle broke in half and fell into the patient¿s cavity. They knew it was in the cuff so the surgeon could not close through the trocar and went below and closed vaginally to retrieve the needle to complete the case. It added about fifteen minutes to the procedure. There was no patient injury.